Event description:
During evaluation of a returned homechoice device, a high drain alarm 110 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2013 at 07:38:04. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined due to the device logs being overwritten by later therapy information. Should additional relevant information become available, a follow up medwatch will be submitted.